Event description:
It was reported to covidien that the stopcock had a leak through the valve. Reporter reported "this leak could introduce air/liquid to the circulatory system." Reporter is not aware of any pt incident.

Manufacturer narrative:
Covidien has requested return of stopcock for evaluation. Facility will hold the stopcock for 30 days before returning to covidien for failure analysis.